Event description:
Report received from hcp that 2 days after refill pt began to show signs of withdrawal. Pt was refilled with same drug, concentration and dose. No low battery alarm has been noted. A dye study was done which revealed nothing significant. The drug was pulled back out from the reservoir to compare volumes which were also accurate confirming the dr didn't fill the pocket with drug instead of the reservoir. Therapeutic boluses given as well with no effect noted. Pt was reported to be hospitalized with pruritus and altered mental state. No signs of infection, uti, or elevated white count. Follow up with hcp revealed the pt clearly suffered from baclofen withdrawal but hcp is unsure of the cause of the event. Pt's symptoms included low grade fever, pruritis, increased spasticity and altered mental status. Pt was given supplemental care for treatment of baclofen withdrawal. Pt is doing well now and monitoring of pt status continues.